Event description:
A female patient had reported to the u.s. Food and drug administration of an intraocular lens (iol) implant that had worsened symptoms and had caused new problems. The patient stated that the problems caused by this iol have not abated since implant. Glare is significantly worse. Oncoming headlights now appear as large triangles with radiating light. Constant flickering at left peripheral - like have a strobe light in her eye. Fields of white, i.e. Lamps, white paper (especially grids) have black dots dispersed throughout, as well as glare. It was noted that the symptoms have remained constant since implant. The patient stated that the doctor initially thought of prescribing medicine for glare. However, prior testing at mayo clinic on the patient ability to process medication indicated a high likelihood that she would experience side effects and contraindicated the use of medication for this issue. No surgical interventions have been required and the patient noted that since she learned of known problems with the lens more than six months after surgery, she was told that replacement of the iol would significantly increase the risk that the patient would lose her sight in this eye altogether. The patient last saw her doctor in (B)(6) 2023 and was told that a small cohort of patients with this lens was experiencing the same/similar problems and no one knew why. The patient indicated that reading and use of screens are significantly more difficult due to glare and black dots. Ability to use spreadsheets is impaired. Ability to drive at night has been curtailed. The patient mentioned that before the surgery, she had a cataract with some glare. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable as the device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Section h6: health effect - clinical code: 2140 glare-persistent, 2140 visual disturbance- dysphotopsia-persistent all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.